Event description:
A surgeon reports a haptic adhered to the lens optic following insertion. While trying to free the haptic, the anterior capsule tore slightly. One week following the surgery, examination revealed that the haptic was freed from the optic. The lens remained implanted and well-centered and the patient has had a good outcome following surgery. The surgeon mentioned that one contributing factor may have been insufficient viscoelastic used in the cartridge of the delivery system.